Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse verified the fluidic function and performed calibration on the probes. The cse ran multi-diluent check and obtained 2 fliers. The cse revisited the customer site and replaced the wash 1 rotary pump. The cse performed a full system decontamination. The cse ran quality controls, which were within range. The cse ran multi-diluent check, which passed. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant tnl-ultra result was reported to the physician(s), who instructed the patient to go to the emergency room. The sample was repeated on the original advia centaur cp instrument and on an alternate advia centaur instrument, resulting lower. The patient was redrawn and the new sample was tested on the original advia centaur cp instrument and on an alternate advia centaur instrument, resulting lower than the initial result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.